Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: during preliminary analysis it was noted that the device had intermittent telemetry and the cable was therefore replaced. An additional request for testing was also made. The device did pass its functional and bench tests. (B)(4).

Event description:
The radio frequency (rf) programmer head returned for testing and maintenance subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.